Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 268 mg/dl and a bolus of insulin was delivered to address the bg level. The customer was not sure what caused the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.